Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance. History was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient has an alleged infection. The in-situ device is a my3d personalized solutions - right pelvic implant.